Event description:
It was reported that while using the programmer, measurements of an implantable pulse generator (ipg) rate were taken from the unsaved frozen strip. There were inconsistencies in the frozen strip rate versus the real time rate. After researching the issue with engineering, it was explained that the cause for this was that the displayed rate is a running average, so what probably happened is that there were dropped marker events, causing the calculated rate to be lower than actual. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).